Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), genital haemorrhage ('general abnormal bleeding') and renal failure ('kidney failure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Pre-essure"), psychological trauma ("psych injury"), vaginal infection ("vaginal infections"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, renal failure, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, psychological trauma, fatigue, migraine, headache, nausea and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, vaginal infection and bladder disorder had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, renal failure, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted: essure insertion date -(B)(6) 2010. Patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, breakage, psych injury, vaginal infections, bladder problems, migraine, headaches, nausea, weight loss and kidney failure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. Event injury was replaced with new events- dysmenorrhea (cramping), pelvic pain/chronic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, device breakage, psych injury, vaginal infections, bladder problems, migraine, headaches, nausea, weight loss and kidney failure were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), genital haemorrhage ('general abnormal bleeding') and renal failure ('kidney failure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Pre-essure"), psychological trauma ("psych injury"), vaginal infection ("vaginal infections"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, renal failure, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, psychological trauma, fatigue, migraine, headache, nausea and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, vaginal infection and bladder disorder had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, renal failure, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2010. Patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, breakage, psych injury, vaginal infections, bladder problems, migraine, headaches, nausea, weight loss and kidney failure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.